Manufacturer narrative:
The lens was returned in liquid, in a vial. Visual inspection found no visible damage to the lens. No similar complaint was reported for units within the same lot. (B)(4).

Event description:
The reporter indicated the surgeon inserted a 13.2mm micl13.2 implantable collamer lens, -12.5 diopter, and noted the lens went into the patients eye upside down. The lens was removed during the same surgery with no patient injury. Another same model lens was implanted with no problem. The reporter indicated the cause of the event was unknown.